Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had an absence of a no delivery alarm. The customer also reported experiencing high blood glucose that would not decline with bolus corrections. Customer's blood glucose was 475 mg/dl. The customer treated their blood glucose with a manual injection. Troubleshooting found the customer's insulin pump was functioning as designed. Customer declined to troubleshoot for their high blood glucose. The customer will be monitoring their blood glucose. No additional information provided.